Manufacturer narrative:
(B)(4). Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore, a batch review was not conducted. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device was made. The device would not be received by baxter as it has been discarded. A follow-up report will be filed upon if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm (addressed in a separate report) which occurred on the homechoice (hc) during use during dwell 1. The care giver (cg) kept getting a check lines and bags alarm and the cg kept pressing stop and go until they got a system error (se) 2367 (current complaint). The baxter technical service representative (tsr) explained the alarm and assisted the cg with cycling power off and on twice to clear the alarm. The tsr then advised the cg to start over with all new supplies or to use manual bags. The hc was operational. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp was able to resume therapy after starting over with new supplies. The hp did not notice anything unusual with the supplies at use. The hp discarded the sample and did not provide the lot number information. The hp also did not notify their registered nurse (rn) regarding the alarm. The hp was continuing therapy without any other complications. There was no injury or medical intervention reported.